Event description:
Related manufacturer reference number: 3006705815-2019-02273. Related manufacturer reference number: 3006705815-2019-02274.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
Related manufacturer reference numbers: 3006705815-2019-02273, 3006705815-2019-02274. It was reported the patient's scs system was not providing adequate coverage. As a result, the scs system was explanted and replaced on (B)(6) 2019. Effective therapy was established post-operatively.